Manufacturer narrative:
The proximal patient line tubing was disconnected from the patient line stop-cock. It is unknown how or when the disconnection occurred. Traces of adhesive were present on the inner and outer surface of the connector and tubing. Proteinaceous debris was present within the product. The product was returned without the drainage bag and the needleless injection site on the patient line stopcock was missing. Tape was present on the proximal patient line tubing. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line tubing where the ventricular catheter is connected was dislodged from its distal luerlock connector. The report stated that no serious injury occurred and the patient is stable.

Manufacturer narrative:
The proximal patient line tubing was disconnected from the patient line stop-cock. It is unknown how or when the disconnection occurred. Traces of adhesive were present on the inner and outer surface of the connector and tubing. Proteinaceous debris was present within the product. The product was returned without the drainage bag and the needleless injection site on the patient line stopcock was missing. Tape was present on the proximal patient line tubing. A review of the manufacturing records showed no anomalies. (B)(4)